Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a routine generator changeout procedure. Upon review, the pacemaker exhibited backup vvi mode due to normal battery depletion to end of life. The patient experienced discomfort from the additional pacing brought on by the backup mode. The physician explanted the pacing system as the patient no longer required it. The patient was recovering post-procedure.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. The device was tested on the bench and the cause of the backup condition was possibly due to code corruption. The cause of the code corruption could not be determined.